Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report filed april 27, 2011.

Event description:
It was reported that patient underwent partial knee arthroplasty on (B)(6) 1998. Subsequently, a revision procedure was performed on (B)(6) 2011 to remove and replace components to a total knee due to disease progression. No further information has been provided to date.